Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-3636 serial/batch 15081307 was received for investigation. Visual evaluation of the suture noted that the implant/anchor suture tail was broken off, which could indicate that the implant broke during tensioning. The anchor system was damaged and disassembled. No damage was observed on the handle or shaft. No functional testing was applied to this device due to the damage. The most likely cause(s) of the reported failure are user error, misaligned insertion, or excessive force during use. According to dfu-0054 at revision 5. E. Warnings. 6. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. 7. Avoid excessive impaction during anchor insertion, as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. G. Precautions.5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion, as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 7. Arthrex implant-specific instrumentation must be used to insert implantable devices per the recommended surgical technique.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak anchor pulled out of the implantation site. This was discovered during a hip arthroscopy with a labral repair procedure on (B)(6) 2023. Additional information recevied on 7/5/2023: the case was completed using an ar-3737 distal biceps repair implant system.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.